Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported patient "presented a clinical picture compatible with anaplastic large cell lymphoma in right breast stage ia and different health problems, with severe physical, aesthetic and psychological sequels". Histopathological markers were not received. Device status is unknown. This record is for the right side.